Event description:
Treatment of an aneurysm. During the procedure, it was reported that the physician felt resistance while trying to advance an implant coil through the microcatheter. Upon withdrawing the coil from the microcatheter, it was discovered that the implant coil had prematurely detached. Another coil was used and the same problem occurred. The physician was not able to locate the detached implant coils. No injury was reported with the patient as a result of the procedure. Same event as MDR# 2029214-2013-00554.

Manufacturer narrative:
The device involved in the event has not been returned for evaluation. (B)(4).